Manufacturer narrative:
This report is submitted to FDA after user report has been filed in (B)(4).

Event description:
The device smelled burned after switching on. It was turned off immediately and turned on again. After that it did not work anymore. It was replaced by another device to continue the patients therapy. Internal battery won´t be charged. Device smelled burned said the nurse.